Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product and upon review of the device service history record review a supplemental report will be sent with the investigation results.

Event description:
It was reported that there was a discrepancy in blood pressure readings between the manual cuff reading and the arterial line reading while monitoring a (B)(6) female patient undergoing multiple gi procedures. Troubleshooting included the clinician re-positioning the patient's arm, re-leveling and re-zeroing the transducer and insuring that the transducer was free of air bubbles. They checked that there was appropriate pressure in the pressure bag and completed the square waveform test. The blood pressure numbers were still 20 points higher than what was expected. The patient was not treated with the inaccurate readings. There was no patient harm or injury.

Manufacturer narrative:
The truwave emageon cable was not received for product evaluation. It was discarded at the facility. We are unable to confirm or negate the customer¿s experience without the return of the suspect cable. The device service history record review could not be completed as the serial/lot number is unknown. No further actions will be taken at this time. Please refer to submissions 2015691-2016-00829 and 2015691-2016-00849 for the pressure monitoring transducers that were involved in this event.